Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert message for possible high voltage circuit damage and possible high-voltage lead issue was observed. Hv lead impedance was also less than lower limit. The capacitor charging was cancelled when the patient was in vf. Patient did not receive hv therapy. X-ray was performed and externalized conductors were observed. Lead was capped and replaced on (B)(6) 2016. No complications or adverse events were observed and the patient condition remains stable after the procedure.